Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient first brought the painful stimulation in the legs to their attention in (B)(6). The hcp noted that the patient also reported absence of device sensation. The hcp did not think it was the device that was causing the pain and noted that it had resolved. The hcp stated that they reimplanted the device with excellent results. No further complications were reported or were expected.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va12m4q implanted: (B)(6) 2016 product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative. The rep reported that the patient¿s system had stopped working recently, within the last few months. The rep reported that the patient used to feel stimulation in her vagina but now only felt painful stimulation in her legs. The patient reported that she did not have a fall or trauma to the area of the lead or ins. The rep reported that the patient requested the lead and ins to be replaced. The rep reported that impedances on the lead were all within range but when stimulation was turned up the patient reported that it was only in her legs and it was painful. The rep reported that the patient¿s managing physician replaced the lead and ins and explanted the previous system. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.